Manufacturer narrative:
Concomitant medical products: product ID: 6932-65 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that several years ago the patient¿s implantable cardioverter defibrillator (ICD) fired and had shocked the patient several times. A medtronic representative was contacted and reprogramming of the device was done and the firing stopped, and the device has functioned for many years. The patient¿s spouse hopes that physicians know that when the device keeps firing that they need to notify the manufacture and see if resetting/reprogramming the device might correct the problem and save the patient from all the stress put on the heart and the discomfort on the patient from when it keeps firing. The ICD remains in use. No further patient complications have been reported as a result of this event.